Event description:
The user facility reported that when they were to assemble the resuscitator, they could not fit the 22mm connector of the mask, to the resuscitator. There was no adverse outcome to the patient due to this event.